Event description:
It was reported that the cover is glued to the outer packaging. It is impossible to remove the cover from the packaging because it remains stuck and tears off if you pull it off. No patient injuries, infections, or complications were reported.